Event description:
International affiliate reports the valve would not reprogramm following implantation. However, revision was not required and the valve has been remained implanted and the patient is under observation.